Manufacturer narrative:
Customer reports no patient information available. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system. The unit was rebooted to resolve the issue.

Event description:
The hospital reported a malfunction causing a system shutdown resulting in a loss of mechanical ventilation. The unit was rebooted and case resumed. There was no report of patient injury.